Event description:
The patient reported being screened with a wand at a security check point. They reported feeling something and feeling different and wanted to know about electromagnetic interference with security systems and wands. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.